Event description:
The situation was an auto accident patient that ems attempted to intubate. The flight crew intubated in the rescue unit using lems equipment. En route to (B)(6) medical center, they noticed pilot cuff had deflated - they refilled cuff with 10cc air. A few minutes later the crew noticed the pilot cuff was deflated again. Due to instability in vitals crew made a decision to extubate pt. Upon removal of the endotracheal tube (ett) the cuff was noted to be deformed and inflated despite deflating the cuff prior to removal.